Event description:
Healthcare professional report, rupture for left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
It has been determined, that the device associated with this complaint is a non-allergan device. This record is no longer reportable to the FDA. And will be un-reported.